Event description:
It was reported that the home patient (hp) experienced peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. Treatment for this event was not reported. After two weeks of being hospitalized, the patient was discharged. The patient was recovering from peritonitis. No additional information is available. This is report 3 of 4 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers 13a16h25 and 12l11h25 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).